Manufacturer narrative:
Continuation of medical devices: product ID 8578, lot# hg14heh04, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. Product ID 8709sc, lot# n261006016, implanted: (B)(6) 2010, explanted: (B)(6) product type catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 23-jun-2018, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 23-jun-2018; product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine(400 mcg/ml at 323.25 mcg/day) via an implantable infusion pump. It was reported that the pump site was infected. It was stated that the patient's disease contributed to the infection. There was no diagnostics or troubleshooting noted. The hcp replaced part of the catheter, performed a pulse lavage of the pump pocket and the re-implanted the pump and connected it to the catheter. The issue was reported as resolved at the time of this report. The explanted catheter portions were discarded. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.